Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/03/2010 and 11/09/2010 by phone, fax and mail. Medical records were received on 10/29/2010. A completed questionaire was not received. (B)(4).

Event description:
A surgeon reported having multiple pts who are experiencing glare and halos with good vision following intraocular lens (iol) implant surgeries. Medical records were received for three pts. Medical records for this pt were received and indicated the following: at approximately four months postoperative, the pt reported that her vision is "not that good" and has trouble reading and driving. Posterior capsule fibrosis was noted. A yag laser was performed. Approximately one month post-yag, the pt reported that vision "is not so good". There are three medical device reports associated with this event. This report is for the third pt.